Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion sets leaked during use and this resulted in hyperglycemia in the 300-400 mg/dl range. The exact date of the event is unknown. No adverse event was reported in relation to this event. The alleged product was requested for evaluation.